Event description:
Falsely elevated prothrombin time inr (pt-inr) results were obtained on an individual patient's samples run with the dade innovin reagent. The patient results were reported to the physician. The patient's samples when run on an alternate methodology resulted in lower prothrombin time inr results. Patient treatment was altered on the basis of the falsely elevated pt-inr results. The oral anticoagulant dosage of coumadin was reduced on the basis of the dade innovin pr-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated results or anticoagulant dosage change.

Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is a known patient specific interferent. The patient was known to have a lupus disorder with a strong lupus anti-coagulant. The patient's sample was run without regard to the dade innovin reagent instructions for use interfering substances section relative to lupus patients: "inhibitors such as lupus anticoagulant may interfere with the prothrombin time and result for example in inrs that do not reflect the exact degree of anticoagulation. The instrument is performing within specifications. No further evaluation of the device is required.